Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure of intermittent issues with the erbe firing energy and m-b0 errors when firing, was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned the original equipment manufacturer (OEM) for repair. Upon visual inspection, the unit was in good condition. A log review confirmed the hysterectomy - benign procedure occurred on (B)(6) 2022 on system sk2232. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer had issues with the erbe in a previous case. The customer informed they ended up using a covidien f-10 electrosurgical unit (esu) hooked up to the vision side cart (vsc) to complete the case. The technical support engineer (tse) reviewed the logs and found no erbe errors on that day. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.